Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that device got stuck with the guidewire. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the device got stuck with the guidewire. Severe resistance was felt when the catheter was removed from the non-boston scientific guidewire indicating a potential issue with the wire lumen of the device. The device was removed and the procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Investigation results: device analysis findings: the device was returned for analysis. Visual and tactile inspection identified no issues with the hypotube shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages were noted on the shaft polymer extrusion profile. Tip showed no signs of tip damage. No damage identified on the proximal and distal markerbands. Furthermore, wire insertion test, the device could be loaded and tracked over a 0.0140-inch test guidewire with no issues. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: it was confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of no problem detected as the device could be loaded and tracked over a test guidewire with no issues.

Event description:
It was reported that device got stuck with the guidewire. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the device got stuck with the guidewire. Severe resistance was felt when the catheter was removed from the non-boston scientific guidewire indicating a potential issue with the wire lumen of the device. The device was removed and the procedure was completed with another device. There were no patient complications.